Event description:
During a 12 lead upgrade of the device, per request by the customer, zoll medical's technician found the device would not power up using a battery. There was no pt involvement with this incident.